Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was stuck in the chamber and failed to advance. Both the device tip and the lens were broken. The issue was observed prior to any contact with the patient. The procedure was successfully completed using a backup lens. No patient injury occurred, and no unplanned interventions or sutures were required. It was reported that the device contributed to the event. The patient is doing well with no complications. No further information was provided.